Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported difficult to insert the guide wire could not be confirmed as a proxy wire was backloaded through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. The reported twisted shaft was confirmed as the device was returned with a kinked shaft. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after percutaneous transluminal angioplasty. Reportedly, as the proglide device was advanced over the guide wire, strong resistance was felt between the guide wire and the proglide device. The proglide device was advanced into the artery. Pulsatile flow at the proglide marker lumen was not confirmed. The proglide device was removed out of the anatomy and the shaft of the proglide device was found to be twisted. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.